Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the matrix mandible reconstruction plate broke. The surgeon was bending the plate according to the curve of the mandibula and the plate broke after the first attempt of twisting and bending. The procedure was completed with the use of an alternative plate. It is unknown if there was a surgical delay. There was no adverse consequence to the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Lot number provided for reported. The device was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Manufacturer narrative:
A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.503.740s lot no.: l861580 manufacturing location: (B)(4) supplier: (B)(4) release to warehouse date: 19.apr.2018 expiry date: 01.apr.2028 non-sterile 04.503.740 / h590618 was manufactured in us, elmira part mfg date: 16-mar-2018 part exp. Date: n/a manufacturing location: depuy synthes ¿ (B)(4) lot number: h590618 part number: 04.503.740 DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h590618 of ti matrixmandible 7x23 angle recon pl right 2.5mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the plate is broken apart at the crossover between hole 12 and 13 counted from the end of the longer side. On the short side a piece of 3 holes is cut off for length adaption. The plate was bent out of plane to an angle of about 20° degrees before it broke. The rest of the plate is bend in different directions and there are all over clearly visible deep nicks from a bending tool. Dimensional inspection: checked dimensions per relevant drawing and were within the specifications. Material review: the review of the manufacturing documents did confirm that the used material was according to the specification. The visual inspection has shown fracture face is homogenous which indicates material conformity. Drawing/specification review: the matrixmandible plating system surgical technique was reviewed. Following relevant statement was found. Precaution: minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. The review has shown that for out of plane bending like in this case either the bending irons parts 03.503.077 and 03.503.078 or the bending pliers with nose part 03.503.056 have to be used. If the bending pliers with nose is used the with out of plane and second step marked part of the tool has to be used. The ¿duckbill¿ end of the bending pliers with nose is used to bent the last segment of a plate, which is accordingly marked on the device. Summary: the complaint is confirmed as the plate is broken apart as complained. Based on the findings above a manufacturing related issue can be excluded. There was no information provided which bending tool was used, also how the tool was used is unknown. The several deep nicks in a short distance next to the breakage indicate that neither the bending irons nor the out of the plane part of the bending pliers with nose was used. These devices would not damage the plate in such a manner in such a short distance. Most likely the nose part of the bending pliers with nose was used for bending, the part which is actually just used for the last segment. In addition the number of nicks does indicate the there was about seven (7) times strong bending force applied onto this section of the plate before it broke. Based on these findings we have to assume that inappropriate handling caused the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The incorrect date was inadvertently utilized in initial medwatch. The correct date is january 8, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11: h3, h4, h6: h3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Therefore a review of the device history records has not been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.